Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg moved in the ipg pocket after patient experienced multiple falls. As a result, surgical intervention was undertaken wherein the scs system was explanted and replaced on (B)(6) 2018 (same pocket was used for ipg replacement). Therapy was restored post-procedure.